Event description:
The customer reported non-reproducible troponin I (access accutni+3) results on the access 2 immunoassay system (serial number (B)(4)) for one patient. The initial patient result was above the customer's reference range. The same patient sample was reanalyzed two times on the same access 2 immunoassay system and recovered with one result above the customer's reference range and the other result within the customer's reference range. The same sample was analyzed on the laboratory's alternate access 2 immunoassay system (serial number (B)(4)) and recovered with a result above the customer's reference range. The results were released outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration and system check parameters met assay and system specifications. All three levels of quality control (qc) were in range. The sample was collected in a lithium heparin plasma tube and a serum tube. The customer did not know which tube type was analyzed in this event. Both tubes types were centrifuged at 3,000 rpm (rotations per minute) for ten minutes.

Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. The accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.